Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an unspecified procedure, the tip of the procise ez wand did not provide sufficient suction, as if the internal suction channel was partially blocked. The procedure was completed with a smith and nephew back up device with a delay greater than 30 minutes. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection observed the two returned devices show no manufacturing abnormalities. Fluid is in the fluid lines. Electrodes have been used on both. Bio debris is present on both. One wand is bent from use. The devices were returned together and out of the original packaging. No packaging returned. A functional evaluation showed each opened device was tested and plugged into the controller and registered settings (7,3). Both wands produced plasma and coagulation as expected. Saline was drawn and returned through each evac line using a syringe with no flow problem. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include 1) the tissue attempted to be suctioned was too large, thereby causing a clog. 2) insufficient suction pressure or saline flow to excavate tissue. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an unspecified procedure, the tip of the (two) procise ez wand did not provide sufficient suction, as if the internal suction channel was partially blocked. The procedure was completed with a smith and nephew back up device with a delay greater than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). B5 updated.